Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, the atrial lead exhibited noise resulting in inappropriate auto mode switch (ams) episodes. No intervention was reported. There were no consequences to the patient.